Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 5.5 mmol/l at the time of incident. Customer stated that the insulin pump center and down arrow buttons work intermittently. No significant events leading to keypad anomaly were observed. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked the electrical board keypad connector, or stuck button alarm noted during testing.